Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. The patient¿s estimated blood loss (ebl) was unknown. The event was reported to have occurred sometime between (B)(6) 2020 and (B)(6) 2020, however the exact date was not provided. There were no reported patient injury, adverse events, or medical intervention required as a result of this event. The complaint device was reported to be discarded. Additional information was requested, however to date has not been received.

Event description:
Additional information was received through email from the fresenius mexico complaint representative. It was reported that the customer stated that the incidents occurred during the night shift. There were not cracks or broken dialyzers. The customer did not provide further information.

Manufacturer narrative:
Additional information: b5 plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.